Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was a faulty main speaker harness. Additional: a trend review has been performed and there were similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) (B)(4). A service history review has been performed and the device has not be previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with failure code 500. Following a review of the pump's event history, the failure code 500:320:844:0000 was determined to have interrupted delivery. This alarm occurred two times. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.